Event description:
It was reported that during the device replacement, the right ventricular (rv) lead was noted with insulation damage and had liquid inside the insulation. The rv lead was explanted and was replaced with a new lead. No patient complications have been reported as the result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the distal segment of the lead was returned and analyzed. The primary analysis finding noted the proximal conductor was fractured (in-vivo) flexed. The outer insulation was breach (extrinsic) cut. The distal conductor was not obstructed with blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.